Event description:
It was reported that this newly implanted right atrial (ra) lead exhibited a failure to capture during a routine follow-up. There was no change in position, no anomalies observed, and sensing and impedance measurements were normal during testing. The ra lead was surgically explanted, and a new ra lead of the same model was implanted. Besides surgical intervention, no adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed the finding of an improperly located set screw mark noted on the terminal pin. The set screw mark is more proximal than normal, improper insertion depth is indicated. Laboratory analysis advised the observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that this newly implanted right atrial (ra) lead exhibited a failure to capture during a routine follow-up. There was no change in position, no anomalies observed, and sensing and impedance measurements were normal during testing. The ra lead was surgically explanted, and a new ra lead of the same model was implanted. Besides surgical intervention, no adverse patient effects were reported. The lead was returned for analysis.